Manufacturer narrative:
Additional information: h4 device manufacture date added the device history record (DHR) was reviewed showing no discrepancies. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. A walkthrough was performed of the manufacturing process. Current process and controls were found to be followed correctly. A supplier corrective action (scar) was opened to the supplier to address the reported condition through a more robust investigation. Results of the investigation will be documented through a corrective and preventative action (CAPA). This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record (DHR) was reviewed showing no discrepancy. One feeding tube was received for evaluation. Visual inspection showed a rupture in the balloon. The reported condition was confirmed. A walk through was carried out of the manufacturing process. Current process and controls were found to be followed correctly. Based on the historical review, a supplier corrective action was opened to address the reported condition through a more robust investigation. The results of the investigation will be documented through the referred corrective and preventative action (CAPA). This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the patient exchanged the device on (B)(6), 2023 and observed that the balloon was punctured.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.